Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device cannot confirm the reported inability to lock the liner into the acetabular cup. The devices are compatible sizes. Damage to the returned liner from attempted implantation does not allow for meaningful dimensional analysis. It should be noted, there is definite inner rim damage to the acetabular device. It is not known if the damage occurred during explantation, in vivo, or during primary implantation. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Additionally, research indicates that additional product from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Received medical records indicate the patient was revised to address "critical polyethylene bearing surface wear" and did not attend regular follow up post primary implantation in 1999. It was stated that the acetabulum was well fixed and in good position but when trying to place the liner it did not seat and it was felt that the locking mechanism was not competent and was removed. From a medical perspective, it cannot be determined if the complaint is product related. Some poly wear would be expected due to the length of time from initial implant to revision. It should be noted, the liner removed due to polywear was not returned. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon did not think the liner fit properly in the cup. Both implants were explanted and competitor was used.